Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, scratched reservoir tube window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The doctor reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer woke up with high blood glucose on the morning of 04/17/2015 so she went to her endocrinologist, when she was treated with insulin and taken to the emergency room. The customer's blood glucose was 548 mg/dl. After being treated with insulin, the blood glucose lowered to 153 mg/dl, although there was still a presence of ketones. The caller stated that the insulin pump alarmed no delivery prior to the hospitalization. The caller was wearing the insulin pump at the time of the event. Upon admission, the caller was treated for diabetic ketoacidosis via intravenous drip, placed back on insulin pump therapy, and was able to stabilize her blood glucose. The customer's most recent blood glucose was 160 mg/dl and the customer continued to be monitored.